Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported for the past week or two they have been getting up in the night and has to go to the bathroom right away. The patient plans to follow up with their healthcare professional (hcp). The patient plans to increases stimulation to see if that resolves the issue. The patient noted the symptoms were gradual in on set. Additional information reported on 2016-09-08 since implant, patient has some concerns. Patient stated she has had some accidents and felt she may not be emptying completely. Patient voids 3 times during the day and one time at night. Patient thinks she may need some fine tuning. The symptoms reported were some accidents and thinks she was not emptying completely. During the call pt reported she has ms and cannot drive. Pt said she also walks with a walker and if she walks without it she will fall. Patient stated she was feeling anxiety about her emptying and does not want to use a catheter. Patient stated she does walking therapy. Additional information received on 2016-09-26 indicated insertion of the stimulator. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.